Event description:
Surgeon had placed a zero-p implant along with cervical spine locking screws and as the surgeon was preparing to close after placement, the construct appeared to back off anteriorly. Surgeon removed the construct and placed an acf spacer to complete the procedure. This is 1 report of 3 on the same incident.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.